Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is user error; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient believed that the pump did not infuse for approximately two days. The infusion site was without issue and no drainage was noted. However, the patient began experiencing shortness of breath and decided to change the infusion site and started at full dose. The patient woke up with severe headache and vomiting and then dropped the dose and ¿slowly made her way back up¿. The device system delivered remodulin 10mg/ml at a continuous rate of 41.5ng/kg/min. The outcome was reported as resolved.

Manufacturer narrative:
Event date unknown. Serial number, UDI, and manufacture date are unknown; no information has been provided to date. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.